Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi sankyo regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for cerebral hemorrhage. It was reported that on (B)(6) 2018, the daiichi sankyo rep received contact that the patient had a strong feeling of weakness and really wanted to remove the pump, so dr. (B)(6) removed the pump according to the patient¿s request on (B)(6) 2018. It was reported that because the drug effect was sufficient on the stage of (B)(6) 2018, the drug was replaced with saline solution for the time being and the patient was being monitored. However, due to the patient¿s strong request, a sudden removal of the pump was performed. It was reported that the date of incidence was unknown at this time. The classification of severity of the event was reported as 5 (serious). The event was reported as recovered with no date of recovery provided. The causality was reported as related to the drug and unrelated to the catheter, pump, programmer, and the surgical procedure. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the drug concentration and daily dose was unknown. It was reported it was unknown at this time when the patient first experienced the symptom of strong weakness. It was reported that it was undetermined if there were any contributing factors that led to the symptoms of strong weakness. It was reported that there was no issues reported with the implanted devices. It was noted that there would no devices returned as they were discarded by the customer. No further complications were reported and/or anticipated.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the classification of severity of the event was updated from 5 (serious) to: n/a to 1-7 (not serious). It was reported that the treatment for the adverse event was that the drug with discontinued. The event was reported as recovered with a date of outcome of (B)(6) 2018. It was reported that on (B)(6) 2018, that although the patient had spastic paralysis in the left lower extremity, the patient could walk independently. On (B)(6) 2018, weakness in the lower extremities was developed and the patient became unable to walk independently. The physicians assessment reported that due to baclofen, supportive ability of the lower extremities and the patient¿s walking ability were low. According to the patient¿s strong request, removal of the pump was performed.